Event description:
Pt was treated in 2004. Thermage was notified of event. Pt developed a small superficial burn on the cheek. The small burn was resolved and later on was reported that the pt had developed hyper pigmentation on the left upper lip. 4 months later at most recent follow-up. Doctor performed ipo, photofacials and prescribed steroid cream since last follow-up and pt's condition has completely resolved.